Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to access MRI mode upon further investigation system diagnostics recorded impedances on one lead. It was also reported that the patient was experiencing ineffective stimulation. Reprogramming took place but was unsuccessful surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was also electively replaced. Effective stimulation was restored.